Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% had foreign matter in the cap. The following information was provided by the initial reporter, translated from german to english: "contamination at the closing cap."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/23/2021. H.6. Investigation: a device history record review was completed for provided lot number 1132880. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, foreign matter was observed on the tip cap component. Per the investigation conclusions, it is possible that the foreign matter was associated with the molding machine; however, an exact cause cannot be determined as this was an isolated incident with no issues detected during production.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% had foreign matter in the cap. The following information was provided by the initial reporter, translated from german to english: "contamination at the closing cap."